Manufacturer narrative:
Iinitial review of logs found an error related to the motor driver ic fault due to grounding. The device is in the process of being returned.

Event description:
Perfusionist reported that a roller pump stopped and restarted multiple times during a case. We consider pump stoppages to be reportable, despite no harm to the patient involved.